Event description:
The customer reported to olympus, the ceramic tip was loose on the olympus resectoscope sheath. The issue was found during reprocessing. The associated procedure was completed with a similar device. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to the ceramic tip being detached. In addition, the device evaluation found the serial number was worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to thermal induced impact, wear and tear, improper handling, mechanical overload like fall, shock or similar stress. There are no countermeasures necessary for the suggested phenomenon because the associated risk is acceptable. The manufacturer will monitor the occurrence rate in the context of the utilized quality management system. If necessary, the manufacturer will take action in the future. Olympus will continue to monitor field performance for this device.